Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a hemostasis - for bleeding ulcer procedure performed on (B)(6) 2025. During the procedure, the tip of the gold probe fell off or came off. The procedure was completed using another injection gold probe. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Manufacturer narrative:
Block h2: additional information. Block b5 has been updated. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a hemostasis - for bleeding ulcer procedure performed on (B)(6) 2025. During the procedure, the tip of the gold probe fell off or came off. The procedure was completed using another injection gold probe. There were no reported patient complications as a result of this event. Additional information was received on october 15, 2025: the tip was detached but did not fall into the patient. It looked loose and once noticed they removed the probe from the scope and then when they wiggled it, it then fell off.